Event description:
A nurse reported that during the intraocular lens (iol) implantation surgery, when the lens was implanted into the patient's eye, it was noticed that the haptic was broken. The lens was then removed from the patient's eye and replaced with another lens during the same procedure. There was no patient harm and the issue was resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).